Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple malfunction alarms occurred. There was no reported impact to blood glucose. At the time of the report with tandem technical support, the customer did not have an alternate method of insulin therapy. Follow-up determined that the customer was able to reset the pump and resume insulin. Further follow-up attempts were made to determine if the customer was able to obtain another form of back-up therapy, but no response was received.